Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary : the product was returned to ethicon for evaluation. One open box with fourteen unopened overwrap packets was received for analysis. Product code w8006t. Upon visual inspection of the box received, fourteen overwrap packets were present instead of the required twenty four. The box was received completely open and the packets had been relabeled. It could not be determined whether only fourteen overwrap packets had originally been placed inside the box. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Incorrect quantity-missing packages. It was reported that there were ten package of products less than expected in the box when just opened . There should be (B)(4) of products in the box, but actually there were only fourteen package of products. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.